Event description:
During a c4-t2 fusion case, surgeon had inaccuracy with vertex max (primarily vertex max drill guide). Multiple screws were accurately placed except for the t1 screw. This was confirmed in a post-op scan, because the pt complained of arm pain. The entry point was good, but the trajectory for screw placement was too superior. Second surgery was required to reposition t1 screw.

Manufacturer narrative:
Model number listed is for vertex max instrument set used on the case and serial number is for treon with which this set was in use. Mfg date is for treon system. Mnav cass worked with the surgeon after the initial case. Vertex max accuracy was tested and was found to be accurate in this eval. Therefore, source of inaccuracy during case is not known. Based on the accuracy test, after the case and the fact that all screws except for one were accurately placed, it is not known why the one screw misplacement occurred. System and instrument set tracked accurately during the eval after the case.